Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the doctor punctured on both sides and established access, using (B)(6) and echelon in parallel. After the guidewire guided phenom27 in place, the 425-25 stent was selected by measuring the diameter of the blood vessel, preflushing for 120 seconds, and then delivering it. After the stent was in place, the surgeon released it and when withdrawing the microcatheter, the stent and microcatheter fell into the aneurysm. The operator randomly removed the stent, re-established the access, and replaced it with a new 450-25 stent and microcatheter. The stent was opened smoothly and the surgery was completed. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left vertebral artery with a distal landing zone diameter of 3.8mm and proximally 4.2. It was noted the patient's blood flow was high and vessel tortuosity was severe. The accessed vessel was the femoral artery with a diameter of 7-8mm. Ancillary devices include a 8f and 6f puncture sheath, 8f and 6f guide catheter, phenom27 and echelon microcatheter, avigo guidewire, and axium coils.

Event description:
Additional information received reported that the returned product was not involved in other complaints.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex was returned inside the phenom 27 catheter, bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen without issue. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub, lumen, and tip without issues. Conclusion: based on the returned devices, the customer complaint was not confirmed as no damages were found with the returned pipeline flex and phenom 27 catheter. The root cause could not be determined. Possible causes include vessel tortuosity, vasospasm, and high force delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was friction or difficulty during delivery. The pipeline did not jump during deployment. A total of 1 pipeline was used during the procedure. The tip of the catheter was under stress. The surgeon opened the stent, pushed the guidewire against the stent and slowly withdrew the microcatheter to open the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside the phenom 27 catheter, bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen without issue. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub, lumen, and tip without issues. ¿ conclusion: based on the returned devices, the customer complaint was not confirmed as no damages were found with the returned pipeline flex and phenom 27 catheter. The root cause could not be determined. Possible causes include vessel tortuosity, vasospasm, and high force delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.